Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hpeplab displayed an alert indicated that the hard drive was out of space. In addition, the system was not communicating with the epic server. The user was also unable to dial in via remote smart service, and these issues caused staff login problems. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the hard drive was full. A field service engineer (fse) visited the site and found the hard drive was full, impacting system performance and deleted the dump from the structured query language (sql). Then technical support specialist (tss) remotely accessed the station and reduced the winsxs folder to 7.3 gb per the knowledge article clean winsxs folder to free disk space (win10 devices only). It was also identified that the database total mb exceeded 10 gb, and the database was subsequently shrunk to 2 gb in accordance with the knowledge article medes total database size larger than used db size-shrink dsclientoltp. The system functioned as intended after field service engineer and technical support specialist troubleshot the device.